Event description:
Pt receiving 4mg ativan intravenously and 2 mg morphine sulfate intravenously via pump. Rate set between 4-8 mg (titrated). Pt received free flow overinfusion. This is being reported because this is the 5th occurrence since 10/21/1997. Neither equipment malfunction or user error can be substantiated.